Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not recognize battery packs) was confirmed. As received, the charger would not recognize a test battery pack. Upon evaluation, there was contamination on the battery board. The root cause of the contamination is liquid ingress of an unkown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's charger would not recognize the battery packs.